Event description:
It was reported that, during reprocessing, the subject device tested positive for >150 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella oxytoca in the instrument channel. There was 6 cfus of klebsiella pneumoniae and enterobacter hormaechei in the air/water channel. There was 60 cfus of enterobacter hormaechei and enterobacter cloacae in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: bacillus species. The device was evaluated where an additional potential adverse event was confirmed where foreign objects where found in the air/water tube and cylinder. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.